Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber assembly was replaced. The high voltage alignment was checked and the high voltage cables were cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display a live image on the left monitor. No patient injury was reported.